Event description:
It was reported that the guidewire (subject device) broke inside the microcatheter during the procedure. The broken fragments of the subject guidewire were removed successfully from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned in two fragments. During visual inspection, the device was fractured approximately 12.5cm from the distal end and 187.5cm from the proximal end. The guidewire distal nitinol and core wire were separated. Stretching and twisting of the core wire was evident during the inspection. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The guidewire distal section and hydrophilic coating was examined along its length. The guidewire hydrophilic coating was checked with the wet fingers and the coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. A functional test was not required as the defect was visually confirmed. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging or the device prior to use, the device was prepared as per the dfu, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was shaped, continuous flush maintained for the duration of the procedure, there was no friction/resistance encountered during the procedure, a 0.0165¿ headway duo microcatheter was used in the procedure, the issue was noted at the distal section of the guidewire when the physician noticed the guidewire didn¿t move on the screen and found the guidewire had a problem. The broken parts of the guidewire were removed successfully from the patient¿s anatomy. The patient¿s anatomy was not very tortuous. The physician completed the procedure by pulling back the whole body of the microcatheter and then used the another microcatheter & wire. It is probable that the device fractured during the manipulation of device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analysed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the guidewire (subject device) broke inside the microcatheter during the procedure. The broken fragments of the subject guidewire were removed successfully from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.